Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a tortuous and highly calcified lesion. There was no damage noted to the packaging. Negative prep was not performed. It was reported that stent deformation occurred in vivo. The vessel was prepared again and a second resolute onyx stent was implanted. It was reported that no patient injury occurred.